Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. Ipg is planned to be explanted. It was further reported that right ventricular (rv) lead exhibited unstable and high thresholds. No patient complications have been reported as a result of this event.